Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the upper display was not showing any readable values. Analysis also found the battery contacts were contaminated.

Event description:
It was reported the display was defective. The external pulse generator was returned for service. There was no patient involvement.